Manufacturer narrative:
Method- other, routine literature search.

Event description:
During a clinical literature review, an intra-operative spinous process fracture was reported in a publication. No other info was available.